Manufacturer narrative:
Manufacturing review: a device history record (DHR) could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years post deployment, a CT of the abdomen indicated the filter in place and one of the legs of ivc filter extended beyond the lumen of the ivc into the retroperitoneum. Approximately four years later, a chest x-ray indicated fragmentation of one of the ivc filter legs into the left main pulmonary artery. Approximately eleven years post deployment, a CT showed no evidences of a linear opacity in the left hilum suspicious for an embolized filter strut. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the retroperitoneum, migrated to the heart, and a detached filter limb went to the pulmonary artery. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limb. The current status of the patient is unknown.